Event description:
It was reported that during a reversal of hartmans procedure, the anvil of the device was hand sutured into the proximal portion of the bowel. The device was attached to the anvil and the surgeon felt the device had engaged with the anvil as anticipated, as he felt it click into place. The device was closed and the indicator entered the green firing zone. The device was fired and the audible crunch was heard as anticipated, and he commented that this all felt exactly as he is used to, and everything appeared to be fine at this point. The device was opened as normal, and the surgeon stated that he might have turned the opening knob around three times. The device was then pulled out, and the surgeon noted that this felt slightly easier to remove than usual. When the device was removed, the surgeon noticed that the anvil was missing. A rigid sigmoid-scope was used on the patient and the anvil was found to be inside at the position of the new anastomosis. Biopsy forceps were used to remove the anvil, which the surgeon remarked was not difficult to remove, or stuck in the bowel. The device was checked and two donuts removed. Both surgeons noted these as fully complete, with the purse string suture within as anticipated. The new anastomosis was then checked, both from above visually and below using an air test. Both surgeons were satisfied at this point that the anastomosis was secure and leak free. At 14-16 hours later, the patient was readmitted to the theatre as the anastomosis leaked and another surgeon performed an emergency revision. The patient remains in ICU, with a huge increase in lactate levels. The last report, the patient was being considered for a further procedure.

Manufacturer narrative:
Information anticipated, but unavailable at this time.